Manufacturer narrative:
(B)(4). This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced an infection. During the explant procedure, the physician had difficulty removing this rv lead by using just a traction technique. The physician then successfully extracted this lead using a laser sheath technique. However, when this lead came out, there was a strand of tissue adhered to the proximal end of the distal coil and the proximal coil was noted to be disrupted in the mid- section of this lead. Following the extraction procedure, this patient experienced complications and developed cardiac tamponade. The patient subsequently died the same day.